Manufacturer narrative:
The device analysis report is attached. This report is submitted on april 17, 2020.

Manufacturer narrative:
This report is submitted on december 30, 2019.

Event description:
Per the clinic, it was reported that the patient exeperienced no sound with device use. Subsequently, the device was explanted (B)(6) 2019, and the patient was reimplanted with another cochlear device during the same surgery.